Manufacturer narrative:
Patient age at time of event: over (B)(6) old. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 2.0mm x15mm apex monorail balloon was being used to pre-dilate an unspecified lesion and ruptured at nominal pressure the device was removed intact. The procedure was completed with another with same device. There were no reported complications and the patient's condition was good.